Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted power button unresponsive; they replaced front case w/keypad . Software version as found 9.33.1; as left 9.33.1 a review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 06may2020 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported won't turn on / off. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported won't turn on / off. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, e2, g2. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported won't turn on / off. There was no patient involvement.